Event description:
My implants mcghan were put in 1977 and we were told "safe last a lifetime" and about (B)(6) 2014 they ruptured after a chiropractor visit. Pain, capsular contracture, and odd shape was already taking place and I was swollen with massive inflammation. Over 50 + issues!. Had en bloc explant (B)(6) 2017, and once capsules cut away on the side table my implants became silicone soup!! Twelve of my issues diminished day/week of surgery! I am seeking medical help for dealing with continuing damage, toxins and trying to get my health back! Gene testing showed I have mthfr!! I'm (B)(6), overweight from bii weight gain of 100 lbs, have arthritic, lupus and other issues! Money needs for ongoing treatments! All implants leak leech and every part of my body has been affected/infected having these for 40 years! Told insert safe last a lifetime!! No dr ever checked considered problems stemming from implants! I was treated as old, lazy, fat, crazy, whiny, hypochondriacs when in fact these FDA approved sacks of sickness were poisoning me!! Stealing precious energy health time from myself, family, and work! Ban them all! Implore drs to learn en bloc explant from experts who've been doing them cautiously for decades (dr. (B)(6)) implore require markers to pay for explants and tests and ongoing health care! Your recent statement of "textured cause cancer" ban but telling patients to not explant is contrary and harmful! Once I knew my implants were ruptured, I couldn't get them out soon enough!! This was a half right decision! Do right!! FDA safety report ID # (B)(4).